Manufacturer narrative:
During inspection and testing, service also found the power switch and the splash guard were damaged, the feet were worn, and the hoses were yellowed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device had a broken plug at the back. The reported issue was found during reprocessing. There was no patient involvement. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed that the inlet was broken, resulting in failure of the power cord receptacle. This report is being submitted for the malfunction found during evaluation (broken power inlet/power cord receptacle failure).

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 14-mar-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon (inlet broken) occurred due to power cord receptacle failure. The root cause of the power cord receptacle failure cannot be determined at this time. Olympus will continue to monitor field performance for this device.